Event description:
Healthcare professional reported "possible alcl," and " implant removal from textured to smooth due to the concerns of the product." Patient representative later reported "plaintiff suffers, and continues to suffer, from mental and emotional suffering, fear, grief, anxiety, apprehension, including but not limited to, bia-alcl, scarring, disfigurement, infection, chronic pain, seroma, pain, rashes, itching, swelling, asymmetry of breasts, capsular contracture (baker grade unknown), mental anguish and fear due to fear recurrence, and other past and future economic and non-economic damages such as medical care costs, lost wages, last wage earning capacity and mental pain and suffering." Patient representative additionally reported "permanent physical injury," "permanent scarring, financial loss," "scarring," "diagnostics and explant, reconstruction, hospitalization, cancer treatments," and "disability"; these events are not device related. Plaintiff has been diagnosed with bia-alcl which is captured and reported in mrn 9617229-2022-12806. The device has been explanted. Pathological markers confirming alcl have not been received. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, infection, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, infection (unknown onset), and seroma.

Manufacturer narrative:
Further investigation: with the information collected during the investigation, there is enough evidence to support that device serial number: (B)(6) was manufactured under controlled conditions in accordance with abbvie's procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run po8-dh7818 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for saline breast implants for the period of may 2021 through apr 2023, were noted three outliers in oct 2021, dec 2021, and jan 2022. An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, it was found a sealer and a sterilizer involved in more than one occasion on those processes, also, calibrations and maintenance of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "possible alcl," and " implant removal from textured to smooth due to the concerns of the product." Patient representative later reported "plaintiff suffers, and continues to suffer, from mental and emotional suffering, fear, grief, anxiety, apprehension, including but not limited to, bia-alcl, scarring, disfigurement, infection, chronic pain, seroma, pain, rashes, itching, swelling, asymmetry of breasts, capsular contracture (baker grade unknown), mental anguish and fear due to fear recurrence, and other past and future economic and non-economic damages such as medical care costs, lost wages, last wage earning capacity and mental pain and suffering." Patient representative additionally reported "permanent physical injury," "permanent scarring, financial loss," "scarring," "diagnostics and explant, reconstruction, hospitalization, cancer treatments," and "disability"; these events are not device related. Plaintiff has been diagnosed with bia-alcl which is captured and reported in mrn 9617229-2022-12806. The device has been explanted. Pathological markers confirming alcl have not been received. This relates to the right side.